Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, and h11. Per internal imaging review, the perceived root cause of the valve being deployed too ventricular is procedural: lack of septal leaflet capture, sub-optimal depth at ventricular expansion, and interaction with subvalvular anatomy. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards was notified of a transcatheter tricuspid valve replacement (ttvr) using the evoque system. During the procedure, maneuvers were performed to release what appeared to be the anterior leaflet, later suspected to be a chordae. After valve release, the device canted anteriorly, causing minor paravalvular leak without central leak. A valve-in-valve procedure was performed using a sapien tavr, with the evoque valve held in place by a snare during deployment. The valve drop was unexpected and may have resulted from incomplete anterior leaflet capture, possibly involving a chordae. The patient remained stable and was preparing for discharge.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. Additional type of investigation codes that were unable to be added in h6: analysis of images. Labelling review. The complaint for valve deployed too ventricular was confirmed with objective evidence based on imaging and procedural notes provided by the edwards field team. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Valve settling events such as valve deployed too ventricular and valve deployed too atrial may be caused by a variety of factors such as minor subvalvular interaction that causes a drop immediately upon deployment. Additionally, these events may be caused by other procedural factors such as the inability to capture the leaflets or volume management. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions are required.